Event description:
It was reported that during a surgical procedure, the cable portion of the electric drill heated up. No surgical delays were reported. No pt or user injury was reported, and no other adverse consequences were alleged with his event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and extensive corrosion was discovered, specifically within the rotor assembly. The presence of corrosion can lead to increased friction among rotating components and increase the load current within the device, resulting in heat being generated. Improper or inadequate cleaning/sterilization techniques can contribute to the buildup of corrosion within this device. The device was repaired and returned to the user facility.